Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 14 events for stent fracture. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are cypher stents but the catalog and lot numbers are not available but attempts are in progress to obtain the information. The citation is as follows: incidence and characteristics of late catch-up phenomenon between sirolimus-eluting stent and everolimus-eluting stent: a propensity matched study; journal of interventional cardiology (2015); 1-12;. A copy of the publication is attached to this report. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the publication by kobayashi, et al incidence and characteristics of late catch-up phenomenon between sirolimus-eluting stent and everolimus-eluting stent: a propensity matched study; journal of interventional cardiology (2015); 1-12; there were 14 stent fractures with in-stent restenosis. Details of treatment were not indicated. Additional events included 40 cases of in-stent restenosis, 3 cases of incomplete stent restenosis with late acquired stent malposition, and 2 cases of in-stent thrombosis, in the cypher arm of the study.

Manufacturer narrative:
In the publication by kobayashi, et al. ¿incidence and characteristics of late catch-up phenomenon between sirolimus-eluting stent and everolimus-eluting stent: a propensity matched study¿; journal of interventional cardiology (2015); 1-12; the authors evaluated and compared the incidence and characteristics of late catch-up (lcu) phenomenon between everolimus-eluting stents (ees) and sirolimus-eluting stent (ses) implantations. Between april 2007 and may 2011, 1,234 patients with coronary artery disease were treated with ses and 502 patients with ees. Following propensity score matching, we evaluated 495 ses-treated patients and 495 ees-treated patients. The incidences of lcu were compared. In the cypher arm of the study, the authors reported forty cases of in-stent restenosis, fourteen stent fractures with in-stent restenosis, three cases of incomplete stent restenosis with late acquired stent malapposition, and two cases of in-stent thrombosis, in the cypher arm of the study. The products remain implanted in the patients and are thus not available for return to the manufacturer. A review of the manufacturing records could not be conducted without a lot number. Without the return of the devices for analysis, the reported events could not be confirmed and no determination of possible contributing factors could be made. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and re-establish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside the stent and can instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. Restenosis and thrombosis are known potential adverse events listed in the instructions for use. Stent fractures are uncommon events that have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas of severe angulation, tortuosity, and calcification. The clinical implications of stent fracture are not well characterized. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without lot numbers to conduct device history record reviews it is not possible to determine if the reported events were related to the manufacturing process. Therefore no corrective actions will be taken at this time.